Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had their scs ipg replaced on (B)(6) 2021 because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.